Event description:
Info received indicates the foot hi/low function is drifting down.

Manufacturer narrative:
The technician found the foot hydraulic cylinder was leaking fluid. The technician replaced the cylinder to repair the stretcher.